Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced chronic pain, jejunum erosion, abscess, open wound, perforated small bowel, fluid collection, unmarkable parenchyma, dehydration, wound drainage, wound dehiscence, fibrotic tissue, scarred, and adhesions. Post-operative patient treatment included surgical lysis of adhesions, small bowel resection, partial removal of jejunum and ileum, wound vac, wound closure, excision of umbilicus, ileostomy, fibrotic tissue excised, and removal of the mesh three months after implant.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced chronic pain, jejunum erosion, abscess, open wound, perforated small bowel, and adhesions. Post-operative patient treatment included surgical lysis of adhesions, small bowel resection, partial removal of jejunum and ileum, wound vac, wound closure, and removal of the mesh three months after implant.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced chronic pain, jejunum erosion, abscess, open wound, perforated small bowel, fluid collection, unmarkable parenchyma, dehydration, wound drainage, wound dehiscence, fibrotic tissue, scarred, adhesions, mental pain, injury, disability, impairment, loss of enjoyment of life, and defective mesh. Post-operative patient treatment included surgical lysis of adhesions, small bowel resection, partial removal of jejunum and ileum, wound vac, wound closure, excision of umbilicus, ileostomy, fibrotic tissue excised, and removal of the mesh three months after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced mesh erosion, wound evisceration, fascial dehiscence, chronic pain, jejunum erosion, abscess, open wound, abdominal wound, perforated small bowel, fluid collection, unmarkable parenchyma, dehydration, wound drainage, wound dehiscence, fibrotic tissue, scarred, adhesions, mental pain, injury, disability, impairment, loss of enjoyment of life, and defective mesh. Post-operative patient treatment included surgical lysis of adhesions, small bowel resection, partial removal of jejunum and ileum, wound vac, wound closure, excision of umbilicus, ilesotomy, fibrotic tissue excised, CT-scan, x-ray, and removal of the mesh three months after implant, and hernia repair with new mesh. Relevant tests/laboratory data: 25 may 2012 CT abdomen and pelvis: two complex appearing fluid collection. One is in the left upper quadrant, between the hernia mesh and stomach. The other is in the presacral region, at site of prior known presacral abscess. 23 jul 2012 CT abdomen and pelvis: large intra-abdominal collection of air and fluid, concerning for abscess. This extend through anterior abdominal wall, communication with a large anterior abdominal wall collection of air and fluid. There is a second smaller fluid collection in pelvis. 28 jul 2012 CT of abdomen and pelvis: decrease in side of intra-abdominal collection of fluid, air and contrast. Presence of contrast suggested this may communicate with small and/or large blower. Decrease size of fluid collection superior to bladder. 29 jul 2012 consult states hemoglobin 9.7, platelet count 493, potassium 4.5. Last chest x-ray was 07/25/2012 demonstrates unmarkable parenchyma.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a4, b7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced chronic pain, jejunum erosion, and adhesions. Treatment required includes surgical lysis of adhesions, small bowel resection, partial removal of jejunum and ileum, and removal of the mesh three months after implant.